Event description:
According to the available information malfunctioned during patient use; the balloon deflated and tore near the tip.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.